Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only the distal segment of the lead was returned with a stylet stuck inside it. The distal segment passed electrical testing and an x-ray showed no signs of any fractures. The helix of the rv lead was found to be stretched and a helix mechanism test was not performed due to the terminal section of the lead not being returned. Overall, analysis was not able to confirm the allegations made against the rv lead in the field.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information provided from the field indicated that the rv lead was explanted. During the procedure, difficulty was observed with removing the lead as the helix of the lead would not retract. A laser had to be used to remove the lead resulting in it being damaged. The rv lead is no longer in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high and low out of range shock impedance measurements of 0 and 200 ohms respectively. Some oversensing of external noise was also observed on the shock channel. The cause of the impedance issue has not been determined and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.